Manufacturer narrative:
D9: date returned to mfg.: 2/11/2025 h3 and h6. Codes: updated. Device evaluation: two custom tracheostomy products were received. No damage was observed during visual inspection. The customer reported issue ¿the cuff showed asymmetry during inflation post-sterilization¿ was not confirmed. The investigation determined that the cuff symmetry for both devices met the manufacturing specification. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff showed asymmetry during inflation post-sterilization. There were no patient harm or adverse events reported as a result of the event.